Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The calibration was last performed on 22-dec-2025, and it was acceptable. The alarm trace showed sample probe: abnormal aspiration alarm. The field service engineer found that the cause was due to worn seals. He replaced the seals and performed precision studies with successful results. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation of questionable sodium electrode results for 1 patient sample tested on a cobas pro ise analytical unit. No exact values were provided for the initial and the repeat results. Qc going out of range prompted the repeat of the sample. No questionable result was reported outside the laboratory. The customer alleged that the difference between the initial and the repeat results was 6 mmol/l. The repeat result was deemed to be correct.